Event description:
It was reported that a patient had three rib plates implanted on (B)(6) 2013 for rib fractures. On an unknown date, the patient presented to a different hospital, and a different surgeon, and was found to have an infection. The surgeon removed one plate, cut and removed half of another plate. The third plate remained implanted. The surgeon cleaned and debrided the area and applied wound-vac. The patient then presented to the implanting surgeon for follow-up. The implant surgeon returned the patient to the or on (B)(6) 2013, to remove the remaining portion of the cut rib plate and three screws. Fusion had been achieved on two of the ribs. The third rib that had the cut plate has not completely fused. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.